Event description:
Subsequent to the initial medwatch report filed, additional information: the event was possibly caused by usage of antiplatelet medication. Manual compression was performed to treat the hematoma. The hematoma resolved without adverse patient sequela.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous intervention of the left main coronary artery, proximal right coronary artery, mid right coronary artery, and distal right coronary artery, arteriotomy closure of the right femoral artery was achieved using a starclose se device. Reportedly, 10-15 minutes after starclose se device insertion, a hematoma 2.5cm developed. The starclose se device clip had achieved hemostasis. The patient was administered two boluses of adenosine diphosphate inhibitors and a high dose of aspirin within three days. At the time of discharge two days later, the hematoma was very mild but continuing. Hospitalization was not extended as a result of the hematoma. There were no reported adverse patient sequelae. It was not specified if the operator completed training in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Failure to follow steps/instructions. Reportedly, a femoral angiogram was not performed prior to device use to evaluate the femoral artery. Per the closure procedure section of the starclose se instructions for use the operator is instructed to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.